Event description:
It was reported that a user experienced low glucose to 49 mg/dl followed by high glucose trending upward while using an ilet system with a g7 sensor. The user did not announce late-night snack intake, overtreated the hypoglycemia with juice, an egg sandwich, and cereal, and deferred a scheduled full supply change, after which high glucose occurred without device high alerts while the low glucose produced an alert. No adverse effects reported. Outcomes included self-management without outside assistance or medical intervention, with plans to perform a full supply change and resume insulin delivery as intended. Investigation included user interview and troubleshooting education. Investigation of this case revealed user-related factors, including unannounced carbohydrate intake, overtreatment of hypoglycemia, and delayed supply change, as contributory to the glycemic excursions. It was concluded that device malfunction was not evident and that user behavior was the likely cause of the reported low and subsequent high glucose events.